Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased hemoglobin results generated on the alinity hq analyzer for 1 sample. No specific patient information or data or comparison data was provided. Additional data provided: 31dec2019 (B)(6) hemoglobin = 68.0 and 122 g/l . No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. This review did not find a product issue related to the complaint incident and no trends were identified. Return testing was not completed as returns were not available. Review of data found that limit set flags (ll) were displayed for hgb, and also for wbc, rbc, plt and hct (l) indicating that numerical results fell outside established patient limits. Results show that in addition to the hgb results, wbc, rbc and plt results were also decreased, indicating that the leaking part identified by the fse was the likely cause of the decreased hgb result. The issue was resolved by service. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the alinity hq processing module, serial number (B)(6) or the insr, elbw cpl, 1/8" ID hose barb, valved, ppro was identified.

Manufacturer narrative:
After further evaluation, the initial and final emdr was created and sumbitted in error. Suspect medical device 09p68-01 alinity hq analyzer is not distributed in the united states per form div06886. Please disregard.